Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the pump battery could not be charged. Reportedly, the issue resolved and the pump successfully began charging. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the proper air removal techniques. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.